Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was dropped, after which the user experienced an inability to proceed on rewind and an error during fill tubing consistent with an occlusion alarm, and the device was deemed nonfunctional and no longer water resistant, leading to counseling on backup therapy and shipment of a replacement. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education, confirmation of device shutdown, verification of shipping details, and plans for device return for evaluation. Investigation of this case revealed a device malfunction with an alarm-restart/malfunction event related to the pump mechanism and fluid pathway during the fill tubing process following physical damage. It was concluded, based on previously established findings for similar reports, that the cause was faulty motor train that keep stalling halfway thru the cycle.